Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, an extended sharp opening on posterior side in the same location of crease assessed as fold flaw opening, stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.